Manufacturer narrative:
(B)(4). Final analysis found that the outer coil was fractured at 29.5 cm from the connector pin due to clavicular-crush damage. This damage likely contributed to the reported loss of capture.

Event description:
It was reported that the lead was explanted and replaced due to a suspicion of exit block. The patient was in stable condition post surgery. No additional information was reported.